Event description:
It was reported that the patient¿s unit had been off for about a year. It was noted that the patient¿s programmer would turn on but the unit itself inside the patient¿s body would not turn on. When the patient pushed the blue button it lit up the screen but when they tried to synch they got a poor communication screen. It was noted that the patient had just changed the batteries in their programmer. The patient stated that their stimulation worked great before but they turned it off about a year prior to report and they tried to turn it back on a couple of months prior to report and it didn¿t turn back on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v802321, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).